Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, eccentric, de novo, 99% stenosis in the mid left anterior descending. Reportedly, the 3.25 x 15mm nc trek was advanced for post-dilatation; however, the balloon ruptured during the first inflation at 18 atmospheres. There was no resistance during advancement or removal of the device. A non-abbott balloon catheter was used for further post-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.